Event description:
Intl customer reported that a pt presented with "adhesions" one day following a hernia repair with mesh implant. A CT was performed which showed that the mesh was stuck to the bowel and the bowel was swollen, which the surgeon interpreted as a sign of inflammation. The pt was prescribed antibiotics and unspecified infusions. Pt is considered recovered now.

Manufacturer narrative:
Adhesions - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.